Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was undergoing gastro surgery, the patient experienced an inappropriate shock due to oversensing noise from electrocautery. The remote data showed an alert of *possible high voltage circuit damage" on same day due to electrocautery surgery. The patient presented in clinic after couple of days. Capacitor maintenance was run, and charge time was found to be normal. The patient was stable.